Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and status post thoracoabdominal aortic aneurysm repair/ thoracoabdominal aneurysm. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard retrievable g2 filter was deployed. There was mild tilt noted towards the patient's left, however the filter did not migrate or jump proximally. Approximately nine years and eleven months post deployment, computed tomography scan of abdomen and pelvis showed the superior extent of the filter was at inferior l2 vertebral body and inferior extent was at l3-l4 disc space. A total of 7 prongs had perforated the inferior vena cava. Maximum perforation of prongs was 15 mm. A single prong had perforated the aorta. Coronal images showed 0-degree tilt and sagittal images showed 6-degree tilt posterior to anterior. Therefore, the investigation is confirmed for alleged filter positioning issue and perforation of the inferior vena cava.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.